Manufacturer narrative:
No damages were observed with the exposed portion of the soft cannula during investigation. Fluid was observed passing through the fluid path successfully and exiting through the distal tip of the soft cannula. The downloaded data returned an 0x33 alarm, indicating the pod alarmed out while waiting for input from the pdm. No timeouts or drive stalls were observed. During investigation, the pod was successfully paired to a pdm.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose (bg) levels reached over 400 mg/dl while wearing the pod between 36 and 48 hours. Patient reported bg levels remained high despite delivering 2 boluses. When removed from the infusion site (abdomen), the pod's cannula was found bent. Ketones were also tested and results were moderate. As treatment, a new pod was applied.